Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B04950) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included kidney failure and endocarditis. Concurrent conditions included abdominal pain, chronic cervicitis, uterine cervical squamous metaplasia and dyspareunia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines/headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, hormone level abnormal, migraine, nausea and vulvovaginal pain outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, hormone level abnormal, migraine, nausea, pelvic pain and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: b04950, manufacturing date: 2013/02, expiration date: 2016/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B04950) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included kidney failure and endocarditis. Concurrent conditions included abdominal pain, chronic cervicitis, uterine cervical metaplasia and dyspareunia. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines/headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, hormone level abnormal, migraine, nausea and vulvovaginal pain outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, hormone level abnormal, migraine, nausea, pelvic pain and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 30-sep-2019: plaintiff fact sheet and medical records were received. Events injury was updated to events: pelvic pain, abnormal bleeding (general), dysmenorrhea, hormonal changes, migraines/headaches, nausea, vaginal pain and essure confirmation test not done. Essure implant and explant date, lot number, concurrent condition were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.